Manufacturer narrative:
The investigation from 13 jan 2025 shows the following: the ceramic insert is broken off at the distal end. The broken piece was sent in with it. Based on the damage shown above, the breakage of the ceramic beak is most likely due to the fact that the inner shaft was pulled out of the outer shaft at an angle. When the inner shaft is pulled out of the outer shaft at an angle, it pushes the ceramic against the outer shaft and this can cause it to break. The instructions for use also state that the ceramic tip should be checked for damage before use. Another cause may be that the shaft tip was struck, for example when placing it in the filter basket. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there has been a problem with a porcelain sheath in the urology operating room. The sheath has been detached and remains inside the patient. Fortunately, the patient has not suffered any adverse consequences. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).